Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the alarms for severe bradycardia and desaturation were yellow instead of the expected red. No additional information was provided; therefore, good faith efforts are being performed.